Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, it was reported that some electrodes were found to be open circuit, resulting in the decision to explant the device. The patient was reimplanted with a new device during the same surgery (date not reported).

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 06, 2024.